Manufacturer narrative:
E1:(B)(6). Patient country: united states

Event description:
(B)(4). Event occurred in the united states it was reported that the patient faced an event of insulin flow block alarm on (B)(6) 2025 due to blockage at tubing. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number ((B)(4)), was submitted on 08-may-2025. Upon completion of the investigation, the manufacturing date was updated as 04-nov-2023. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2210975 the batch 6003820. In question was manufactured at the osted site. Device history record (DHR) review: the 6003820 was manufactured according to the work instruction (wi) appendix 1 batchcard for production of packaging room on 04-nov-2023 with a total of (B)(4)units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.